Manufacturer narrative:
The electrodes were returned for evaluation; the malfunction was observed during visual and microscopic evaluation. It was determined that the high voltage wire on the electrode pad was broken approximately eight inches from the posterior electrode causing a check pads message and preventing a shock from being delivered. A retained sample of the same lot number (1017) were evaluated. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. The electrodes passed five pound weight testing prior to being released and all evidence suggests the electrode were fully assembled and intact when they left the manufacturing facility. The electrodes were scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report is updating information submitted on the initial medwatch report. Evaluation information: the investigation concluded that the high voltage wire was severed due to an external pulling force. Its important to mention the break was approximately 8 inches up the wire and not at the electrode. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "check pads" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.